Manufacturer narrative:
Age, sex: mean and mode used. Date of event: estimated based on publication date. The devices were not available; therefore, product testing on these actual devices could not be performed. The devices identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00079 for reported pas on the stent ostium in trabecular micro bypass stent group.

Event description:
The following was reported through review of an article titled ¿combined phacoemulsification and microinvasive glaucoma surgery in comparison to phacoemulsification alone for open angle glaucoma". In the trabecular micro bypass stent group, two (2) eyes presented with iop spike on postop day one (1) with one (1) patient requiring trabeculotomy at unknown date postop as the iop was not adequately controlled. Long-term complications included peripheral anterior synechia (pas) to the stent ostium and fibrosis of the trabecular meshwork. There were no adverse visual outcomes associated with combining phacoemulsification with migs insertion such as increased incidence of cystoid macula oedema, corneal decompensation or significant refractive error. No eyes developed flat anterior chambers or choroidal effusions and all cases of low pressure were transient, settling spontaneously within the one (1) month postoperative period. Additional information is being requested. This report references the adverse event occurring in trabecular micro bypass stent group.